Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that there was a poor communication screen on patient programmer (pp). The patient was not recently implanted or had revision surgery. During the call, patient was instructed to confirm antenna secure and sync with the implantable neurostimulator (ins) but this did not resolve the issue. The patient was also instructed to unplug antenna and sync with ins but issues still not resolved. It was indicated that this was the first time patient had tried to use the pp since the device was implanted. It was noted that a new patient programmer was sent to the patient. Patient stated she can tell she is retaining urine. More than two weeks later, the patient further reported that the circumstance that led to urinary retention was unknown. The steps taking to resolve the urinary retention was noted as a new programmer was sent. The patient had not yet to see their healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.